Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was observed during power up but not reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.